Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: two samples were returned by the customer, one used sample and one unused sample. It was reported that tubing was found bulging in a spot above the port the nurse had used to push morphine. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were both successfully primed. The sets were infused with the bd alaris pump module. No bulging was observed in both the used tubing and unused tubing throughout the infusion and after the infusion. The failures were unable to be replicated. A root cause was unable to be determined because the failures were unable to be replicated. A device history record review for model 2426-0500 lot number 20093263 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of bulge/ balloon in silicone segment / pump segment with lot #20093263 regarding item #2426-0500. H3 other text : see h.10.

Event description:
It was reported that a as lvp 20d dehp 3ss cv had tubing bulge during use. The following was reported by the initial reporter: " it was reported that tubing was found bulging in a spot above the port the nurse had used to push morphine. Verbatim: xxxx/bd- I have received a defect on the IV sets. Please log this complaint and follow up with the customer and let me know the details¿thank you. Xxxx- do you have pics that you can send to the vendor? Samples? Any patient harm? Thank you. Cat#2426-0500; item: 212255 q: 1 ea d: set IV admin 20 gtt vlv 126 lf; code 1 st; comments: called to room 253 by the nurse to evaluate the patient's IV. The nurse had just administered 4mg morphine via the IV when she noted the pump began to alarm. Upon investigation it was discovered the tubing was "bulging" in a spot above the port the nurse had used to push the morphine. We quickly clamped the port closest to the patient and removed the entire IV tubing set and secured it in a baggy with label for further review. The bulge in the tubing is still clearly evident. We also took pictures of the tubing. The patient was fully awake and cognizant of the situation, saw the defective tubing, and verbalized no issues whatsoever. The patient did not, however, receive any of the morphine 4mg as it had not had any time to progress down the tubing toward the patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 3ss cv had tubing bulge during use. The following was reported by the initial reporter: " it was reported that tubing was found bulging in a spot above the port the nurse had used to push morphine. Verbatim: xxxx/bd- I have received a defect on the IV sets. Please log this complaint and follow up with the customer and let me know the details¿thank you. Xxxx- do you have pics that you can send to the vendor? Samples? Any patient harm? Thank you. Cat#2426-0500 item: 212255 q: 1 ea d: set IV admin 20 gtt vlv 126 lf code 1 st. Comments: called to room 253 by the nurse to evaluate the patient's IV. The nurse had just administered 4mg morphine via the IV when she noted the pump began to alarm. Upon investigation it was discovered the tubing was "bulging" in a spot above the port the nurse had used to push the morphine. We quickly clamped the port closest to the patient and removed the entire IV tubing set and secured it in a baggy with label for further review. The bulge in the tubing is still clearly evident. We also took pictures of the tubing. The patient was fully awake and cognizant of the situation, saw the defective tubing, and verbalized no issues whatsoever. The patient did not, however, receive any of the morphine 4mg as it had not had any time to progress down the tubing toward the patient."